Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: supervisor ir. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for a nondeployment device pullout as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: physician reported that the 8fr angio-seal device ripped right out of the artery. The estimated blood loss was less than 250cc. Additional information was received on 08oct2025: the procedure being performed was a stroke procedure. The details leading up to the angio-seal coming out of the artery is tortuous access at the common femoral artery (cfa), bend in the benson wire used to introduce sheath. The device pulled out prior to deployment. There was femoral tortuosity found. There were no issues with insertion of the device. The procedure sheath size used was an 8fr. A pre-deployment angiogram was performed. Hemostasis was achieved by pressure to the groin. The procedure was completed successfully. The patient was stable.